Event description:
My (B)(6) year old is now experiencing extreme difficulty with swallowing now that she has to wear a mask for 7 hours a day at school and on the bus. She also has daily pounding headaches because of masks. FDA safety report ID# (B)(4).